Event description:
It was reported that the patient had the ambulance called on them due to hypoglycemia. The patient's blood glucose levels were not stated while wearing the pod for an unknown amount of time. The patient was said to be confused and ended up laying down on the ground. It is unknown how the patient was treated for their hypoglycemia. The patient was released the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ambulance call and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.